Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular lead exhibited noise and high out of range lead impedance. No patient symptoms were reported and the patient remained in stable condition. Lead revision procedure was discussed but not yet completed.